Manufacturer narrative:
The reported event of syringe volume discrepancy file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
The customer reported when setting up for continuous narcotic infusions, the user primes the 20 ml bd syringe with 1ml with 19 ml remaining however the device is reading 15 ml remaining ( the 15ml stated by the customer was used as an example, the customer was not at the patients bedside at the time of the event). The clinician additionally reported that the when the syringe is empty, there is a discrepancy between the remaining amount noted on the devices and what is left according the calculations in the nursing chart .the facility process for wasting controlled substances include 2 rns to waste the narcotic and must verify what is left in the syringe, for example the nurse reported that the device read 8ml remaining in the in the syringe, the user visually documents 11 ml in the syringe confirmed by 2 nurses and epic verifies that there should be 11ml remaining which is documented. The event occurred in the nicu.